Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 8 hours and the results were within the lab's established ranges. The bci engineer decontaminated the ise system. Malfunction will be assumed for the purpose of this analysis.

Event description:
Customer contacted beckman coulter inc (bci) in regards to low sodium (na) results generated by unicel dxc 600 pro chemistry analyzer. The low results were detected by monitoring of delta checks. Samples were repeated for sodium and results were 5 to 10 mmol/l higher. The customer supplied one example of a low sodium result which was higher when repeated. Sodium results were not reported out of laboratory and patient treatment was not impacted.